Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01144 and 3005099803-2012-01145 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal varices banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the band would not deploy. A second bander from the same box was used and again, the bands would not deploy. Reportedly, the case was completed with a third speedband superview super 7 multiple band ligator taken from a different box. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.